Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was reported that the right atrial (ra) lead had high capture threshold and high pacing impedance measurements. Upon attempting to reposition the lead, the helix of the lead had failed to retract. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were unacceptable threshold, high pacing impedance, and helix mechanism issue. As received, a complete lead was returned with the helix extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix was able to retract and extend. The full helix extension length was measured within product specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over torque of the inner coil. The reported events of unacceptable threshold and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to over torqued inner coil at the connector region consistent with procedural damage.